Manufacturer narrative:
Device evaluation is in process. A supplemental report will be submitted for failure analysis. (B)(4). Evaluation in process.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The physician had successfully completed atherectomy with a csi orbital atherectomy device (oad) and followed-up with balloon angioplasty. When attempting to remove the guide wire, the physician encountered difficulty and had to pull it out. The physician discovered that the tip had broke off while trying to remove it. The tip of the wire was stented against the vessel wall. Additional information was requested, but was denied by the facility.

Manufacturer narrative:
Device analysis the guide wire was returned without the oad. The initial visual and tactile examination of the guide wire revealed that the spring tip core wire and coil was fractured. The distal fractured section was not returned for analysis. The spring tip core wire was fractured 5mm distal to the proximal spring tip solder bond. The proximal fractured coil section remained intact, but was damaged and elongated. The guide wire shaft was also damaged and deformed at the proximal solder bond and just proximal to the solder bond. The guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified torsional stress on the face of the fractured guide wire. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).